Manufacturer narrative:
Additional information: h3, h6 analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient contacted healthcare provider and complained of "hiccups and jumping abdomen" on (B)(6) 2020. The patient then presented to a follow-up clinic on (B)(6) 2020 with suspected atrial lead dislodgement, along with shortness of breath and dizziness. An x-ray was performed and confirmed the lead dislodgement. Lead was explanted and replaced on (B)(6) 2020. Patient had no consequences as a result of the procedure.